Event description:
It was reported that the customer stated that the serter was not releasing the sensor after the second button press. The customer's blood glucose was 226 mg/dl. The customer stated that the serter did not appear to fire when against his skin although it did fire when it was not against his skin. The customer stated that the serter was brand new. The customer stated that after failed insertions, the serter released the sensor and the needle hubs detached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Complaint against serter customer return only sensor. Missing both needles.